Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clip cut the cystic artery. The rep has no additional information at this time. Unknown how the procedure was completed. There was no patient reported.

Manufacturer narrative:
(B)(4). Advancer. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during the first three firing sequences; pear shaped clips were released. Please note that the found advancer bypass issue is unrelated with the incident reported. The two clips remaining were conforming according to our manufacturing specifications. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling the feed tab of the feeder shoe was noted not be damaged. However this condition is unrelated with the event reported. No scissoring clips were noted during evaluation. It could not be determined what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.